Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:f/g, promus element,mr,ous 2.50x16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. The first proximal stent strut was damaged with the struts lifted from their crimp position. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip identified no damage. A visual and tactile examination of the hypotube shaft identified no issues. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen identified no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on the device analysis completed on 14oct2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 2.5mmx16mm, concentric, de novo target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. A 2.50x16mm promus element drug-eluting stent was advanced for treatment but the device failed to cross the lesion. The procedure was completed with different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.